Event description:
Reporter called to report a dead fly was discovered in the packaging of a central line sterile dressing change kit. She stated a nurse found it before using it. She wanted to file a formal complaint with FDA.